Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken. The jaws were unable to be opened due to the broken pull wire. External analysis determined that the pull wire did not present any material anomalies and the fracture occurred due to fatigue from a bending overload motion. Functionally, the device was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the jaws would not open correctly and did not have smooth movement. The evaluation found that one of the pull wires broke which led to the reported condition. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a procedure performed on (B)(6), 2010. According to the complainant, during the procedure, an attempt was made to grasp the pd stent. However, after opening and closing the jaws several times, the jaws failed to open properly. The account reported that the device was able to open and close, but the movement of the jaws was not smooth. The procedure was completed with another radial jaw 4 biopsy forceps. Additionally, no damage was noted to the device handle. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; pullwire broke.